Event description:
It was further reported that the taxus express2 3.0 x 16 mm drug eluting stent was deployed at 10 atms for 10 seconds in the rca. At that time, it was noted that the balloon had a hole in it and the stent was only partially deployed. Post dilations were performed with a crossail 3.0 x 15 mm balloon at 10-14 atms for 5-16 seconds. The lesion was not predilated. The physician then advanced a taxus express2 3.0 x 16 mm drug eluting stent across the lesion, deploying it at 14 atms for 17 seconds.

Event description:
During a coronary drug eluting stenting treatment procedure, the physician noted a pinhole leak in the delivery device balloon. The physician was attempting to direct stent a lesion in an unknown vessel with a taxus express2 3.0 x 16mm drug eluting stent, it was noted that there was a pinhole in the balloon of the delivery device. It is unknown if the stent was deployed. A second stent was used in the procedure, however, it is unknown if the second stent was used as a replacement for the first stent. No pt injuries or complications were reported.